Manufacturer narrative:
Explant performed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock out-of-range (oor) measurements. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock out-of-range (oor) measurements. At this time, the rv lead remains in service and no adverse patient effects were reported.